Manufacturer narrative:
An event regarding crack/fracture involving a hmrs rot h tib stem tray was reported. The reported event involves the ¿fracture of a total knee prosthesis¿ and ¿pain further to the fracture and lateral dislocation of the patella.¿ the patient was then revised to a fixed hinge prosthesis. Review of the returned devices shows that only the bumper and the tibial rotating component were the devices that fractured. Full investigations of these devices will be included in supplemental report for MFR report #: 0002249697-2014-00912. Based on the provided information, the product reported in this investigation did not contribute to the event. Note the subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The pharmacist at the clinic, reported the following event : "fracture of the total knee prosthesis when patient was at home. Pain further to the fracture and lateral dislocation of the patella. Revision to change the entire prosthesis for a fixed hinge prosthesis."

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown hmrs total knee prosthesis. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
The pharmacist at the clinic, reported the following event : "fracture of the total knee prosthesis when patient was at home. Pain further to the fracture and lateral dislocation of the patella. Revision to change the entire prosthesis for a fixed hinge prosthesis."